Manufacturer narrative:
A medtronic representative, at the site, reported the imaging system generator overload error occurred during the first spin. They pressed [ok] to acknowledge the error message, the 3d scan transferred to the navigation system without issue and was used for surgery. When attempting to remove the imaging system from around the patient, they had issue with the door opening, however, they manually opened the door. The medtronic representative re-started the imaging system and used it for the final spin without issue. 10 minute delay to surgery. On 08/08/2016 a medtronic representative performed an imaging system check-out, all areas passed. Checked for damage and found none. The reported issue may have been caused by a hang-up in the motion control box for the door cable motor. Re-booting corrected. Checked generator, no issues found. System performed as intended. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a spine procedure, the site radiographic technologist (rt) operating their imaging system, noted receiving a "generator overload" error message. The error message appeared after taking a 3d spin. After receiving this error message, the door on the imaging system would not open properly and had to be manually opened. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was 10 minutes. There was no impact on patient outcome.